Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received shocks an anti-tachycardia pacing (atp). Technical services (ts) was consulted, noted there are bouts of atrial fibrillation (af) as well as ventricular tachycardia (vt). The therapy delivered successfully converted the rhythms. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received shocks an anti-tachycardia pacing (atp). Technical services (ts) was consulted, noted there are bouts of atrial fibrillation (af) as well as ventricular tachycardia (vt). The therapy delivered successfully converted the rhythms. No additional adverse patient effects were reported.